Event description:
The tubing from the porta cath broke while in the pt. Pt had no symptoms, but problem was discovered in a chest x-ray done while in ER. Pt was sent to a tertiary facility for removal of the tubing.